Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes(investigation types, conclusion , findings), h11. It was reported that prior to use the cs300 intra aortic balloon pump (iabp) showed error message for battery performance. No patient involvement and no harm reported. After doing 3 good faith effort (gfe¿s) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h9, h11 (summary). Corrected field: h6 (type of investigation). A getinge field service engineer (fse) stated this unit is out of service due to a previous repair that is needed. Quote for repair has been provided but the p.o. Has not been approved. This repair service has been canceled.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is a/p (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use, that the cs300 intra-aortic balloon pump (iabp) unit had battery performance error message. There was no patient involvement reported.